Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, the device would not fire. The surgeon had to use force to the push through. The device was discarded. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic nephrectomy. There was no injury to the patient.